Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return and investigation. The customer did not provide the lot numbers pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible causes may include but are not limited to: rbc spill over, centrifuge stopped, rbc detector calibration error, possible air block, the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Event description:
The customer has reported an increase in platelet products with higher than expected residual white blood cell (rwbc) content since (B)(6) 2012. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The customer provided a spreadsheet with donor unit numbers and donation dates for the reported increase in higher than expected wbc counts. Because there were no patients involved with the reported increase in higher than expected wbc counts, and no lot numbers were provided, the increase in higher than expected wbc counts is being filed as one report. The disposable sets are unavailable for return because the customer discarded them. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.